Event description:
A us distributor reported that an electrode belt had non-functional tes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, causing the trunk cable pulse wire to detach from ECG a&b cable pulse wire the root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.